Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial # (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2025; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 15-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal fentanyl 50 mcg at 0.3 mcg via an implantable pump. It was reported that the patient was not receiving expected pain control. An x-ray was done confirming the catheter was no longer in the intrathecal space. The spinal segment came out of the intrathecal space and was coiled up in the spinal incision with the anchor attached. Diagnostics/troubleshooting performed included an x-ray. Actions/interventions taken included a new spinal segment being implanted. The issue was resolved at the time of the report. Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine via an implantable pump for non-malignant pain. It was reported that the rep was assisting the physician with a catheter revision. The rep stated the physician was replacing the intrathecal end of the catheter to a better location in the spine. Initially the rep stated was for new pain but then corrected to better location in spine. The rep had no further history. The patient has had the pump since 2023. Technical services discussed different priming/bridging scenarios and removing system contents procedure due to fact the physician was going to refill with the different drug/concentration. The rep confirmed that new catheter volume was 0.150 ml. Technical services reviewed 2 aspirations of 0.15 ml to clear 0.3 ml of the morphine in the pump tubing.